Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a sacral colpopexy on (B)(6) 2008 and a mesh was used. The patient started to spot bleed in (B)(6) 2009. The patient continued to spot bleed and was prescribed estrace for months. The patient experienced an erosion and underwent a site repair with suture of the vaginal wall where the mesh had eroded on (B)(6) 2011. The patient underwent an additional repair procedure on (B)(6) 2011 at the site of the erosion. On (B)(6) 2011, the patient underwent a procedure and 80 to 90 percent of the mesh was removed. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05028. The same patient is represented in each medwatch.